Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.